Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in philippines "chemo leakage" when did the failure occur: "before application." Reason of complaint: " item was already prepared with onco drugs and was still at the pass box and when nurse returned for administration it was already leaking."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report #(B)(4). Braun received one picture, a video clip, and a diagram of easypump ii. Investigation and viewing of the video clip and the diagram of easypump ii show that the sample was leaking at triangle tube to step down tube connection. The following root causes have been identified: operational error during triangle tube- step down tube assembly - insufficient dipping length wide distribution of inner diameter (ID) of step-down tube from the extrusion process partial blockage of cyclohexanone path in the gluing core of single wetting device (swd). Disturbed glued connection during lean line process due to improper staging time. In-ergonomic of the workstation of assembly triangle tube 90cm to pump process. Insufficient cyclohexanone inside solvent bottle. To avoid recurrence of this fault, corrective measure already has been initiated. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.